Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the biometric identifier (bio ID) was not working, and user was unable to login. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A technical support specialist remoted in and restarted the customer device in services then user was able to login. The system functioned as intended after the technical support specialist resolved the issue.